Event description:
Add'l info was provided by a cerified surgical technician indicating there was no pt impact/injury associated with this event. It was also stated that the incorrect delivery system was used for the intraocular lens (iol).

Event description:
A user facility reported that an intraocular lens (iol) became damaged in the cartridge of an iol delivery system. Pt impact is unknown. Add'l info has been requested.